Manufacturer narrative:
(B)(4). Evaluation summary - the device was sent to gore for evaluation. The device evaluation showed that there was blood on the returned device and that the deployment knob had been pulled out of the catheter. The delivery catheter was broken at the trailing olive and the leading end had pulled out of the trailing olive. The leading end was not returned for evaluation. The cause for the broken leading end of the catheter could not be determined with the currently available information. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and an aneurysm of the left common iliac artery and was treated with gore® excluder® aaa endoprostheses. Following first stage deployment of a ceb231210 iliac branch component, the left internal iliac artery was cannulated with a superstiff wire and an atrium advanta stent was placed. To bridge the gap between the ceb and advanta components, the hgb161007 internal iliac component was implanted without issues. When retracting the catheter of the hgb component however, resistance was felt which again eased during the retraction process. As a likely reason for the resistance, a stenosis at the level of the hypogastric bifurcation was stated. Upon catheter removal, visual inspection revealed that the leading end of the catheter had separated but was found still on the guidewire. Using a shuttle sheath and a balloon, the leading end was retrieved from the patient. The patient tolerated the procedure.